Manufacturer narrative:
Manufacturing facility: (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock collar of at least two (2) clearlink system continu-flo solution sets snapped off at the patient intravenous (IV) site. This was identified during disconnection of the tubing from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.